Event description:
The customer reported via telephone having a blood glucose value of 415 mg/dl. The customer stated she was using a replacement insulin pump at the time of the event. She was advised to monitor the situation and to contact her doctor to confirm the device settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.